Event description:
While on the line with technical support, pt discovered that the segments, comprising the 100's column, in the device's result display were missing. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.